Event description:
The hospital staff attended to a patient diagnosed as asystolic. Drug therapy was administerd and the patient's rhythm changed to ventricular fibrillation. The attending physician attempted to use the device to administer a countershock to the patient. The device was configured with a defibrillation adapter and cables for use with disposable defibrillation electrodes. The physician elected to use the standard external paddles and attempted to connect them to the defibrillation adapter but was unsuccessful. A backup defibrillator was immediately obtained and used. The patient was not resuscitated. The reporter indicated the alleged problem did not cause or contribute to the patient's death. The attending physician had said that defibrillation would not have made a difference to the patient's outcome.